Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the lid was loose and came off easily in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one video and one photo for investigation. In the video, a tube with the hemogard closure is shown being lifted off the tube, while the photo displays tubes in 100-unit trays. A total of 90 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. No cocked stoppers were identified that would cause the hemogard closure assembly to be incorrectly applied. Additionally, 10 retained samples underwent functional tests, and all tubes tested within specification limits. No issues were found with the hemogard closure assembly being loose or separating during or after the functional tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the lid was loose and came off easily in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.